Event description:
The customer reported problems with the x-ray tube. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge svc rep replaced the tube. The system operates as intended.